Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was achieved using a starclose se device. Reportedly, although the device was fully deployed and the clip achieved hemostasis, later in the day the patient developed numbness of the leg from the access site down to the knee. No intervention was planned or performed. The plan of the physician is to monitor the site to see if the symptoms resolve without further treatment. No reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction. The reported patient effect of numbness of the leg is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effect and the relationship to the device, if any, could not be determined. The starclose se instructions for use states under adverse events that numbness of the leg is a known potential adverse event. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.